Manufacturer narrative:
E1: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site:3003442380.

Event description:
It was reported that patient faced infusion set fell off event on 14-march-2026. The cause of the product not adhering due to pulled off with clothes.